Event description:
It was reported that one day after implant the right ventricular (rv) impedance has dropped and the threshold rose. The physician is monitoring closely at this time. The rv led remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.